Event description:
Caller reported an issue with cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions on resetting the pump, which the caller followed, resolving the error. The caller was advised to wait 20 minutes to begin a new sensor session, and this guidance was understood and acknowledged.